Event description:
Catheter was placed in patient using x-ray and used as a nephro-ureteral stent. It was removed the next day during surgery. After removal it was noticed that the tip was missing from the catheter. The tip was located and removed from the pt. No injury occurred.